Event description:
(B)(6) hydrogen peroxide cleaning and disinfecting lens care system made my eyes burn when in put my contacts in after use. I am confident I used the product correctly because I read the directions and I have been using clear care (the branded version) for about a year. I put in the proper amount of solution and let the contacts sit for more than 6 hours. It was a 2-pack item # (B)(6) lot #132712 with expiration 02-2018. I think they failed to get the chemical reaction correct with their cases and the solution. Dates of use: (B)(6)2015 - (B)(6) 2015. Event abates after use stopped: yes. Event reappeared after reintroduction: yes.